Manufacturer narrative:
Device was returned to the manufacturer for evaluation. The visual macroscopic exam shows that the cover plate appears to have been bent during insertion, this may have occurred by being improperly positioned on the spacer and impacted with a mallet. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the cover plate could not fit to the implant. It was not implanted. The second cover plate was opened and was implanted without any complications.